Manufacturer narrative:
The gvm video monitor and a video baton were returned to verathon for evaluation. The technical service representative connected the customer's video monitor to a test baton and could not duplicate the reported flickering. The technical service representative left the video monitor powered on until the battery drained and repeated the images tests, again the flickering image could not be duplicated. However, it was noted that the returned video baton camera housing was damaged. The video monitor was certified and returned to the customer. The damaged video baton was returned to the customer unrepaired, as there are no repairs for the video baton. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the image was flickering. Reportedly other video batons were tested on the video monitor and they experienced the same flickering. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.